Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence has been provided. Therefore, the reported failure cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use (handpiece), the user is advised the following: precautions: direct contact of the rotating cutting edge of shaver blades and burs with metallic surfaces and/or other hard surfaces such as arthroscopes, cannulas, or other instruments can cause damage to the device. If contact does occur, shaver blades can break, seize, or shed metal particles. Shaver blade or bur should be examined for damage and replace if necessary. Do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure and overheating. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the hps-hb11 device was being used during a hip labral repair and osteochondroplasty on (B)(6) 2019 on a (B)(6) male, when the bur broke off from the shaft. This resulted in the bur falling into the hip joint of the patient. The user was able to pull out the shaft and then use a grasper to retrieve the "head" of the bur out of the joint. This cause a 5-minute delay in the procedure; however, the procedure was completed successfully. There was not report of patient injury or impact. It is reported that the removal of the device component was awkward being removed from the portal and it may have caused a little extra soft tissue damage during retrieval. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.